Event description:
It was reported by the customer ¿I had a patient come in this morning with a PICC that was inserted in ir on tuesday (5fr single lumen). When I went to flush the PICC, it was leaking at the connection site (where we attach the one link to the PICC). We tried a few different one-links but all had the same issue. Ccac also had this issue when flushing yesterday. My charge nurse ended up using the blue cap from the PICC kits so that we were able to use the PICC today for treatment (no leaking was seen with this cap) and I¿ve contacted the doctor for a PICC exchange to be done.¿ additional information received (B)(6) 2022: it was reported PICC was inserted 4 days earlier (may 24th). I tried a few one-links, all had the same issue. I also tried flushing with a 10cc ns syringe right at the PICC line (with no one link) and there was no issue. My charge nurse ended up using the blue cap from the 4fr PICC kits and no leaking at the connection site was seen at this time. This happened on may 27th. Her PICC was secured with a statlock and tegaderm dressing.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.